Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (mpu) serial #: (B)(6) was serviced on 18feb2022 at the abbott service depot and a log file was submitted for review. The submitted log file spanned approximately 7 days (B)(6) 2021 per timestamp. Beginning on (B)(6) 2021 at 01:28:31 - 2:42:22 there were multiple no external power alarms while connected to the mobile power unit due to losses of ac power. The backup battery provided power during these events and these cleared once ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. The mpu was connected to a test loop and was run for several days. During testing no abnormal alarms were observed. The mpu was opened and was inspected. No issues were found with the device and the mpu passed all testing. The mpu was returned to the customer. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the no external power event was unable to be identified. The patient's mpu did not have a v-lock connector on the ac power cord. It was unknown if the power cord had become loose at the wall/outlet or on the back of the mpu. There were not any environmental circumstances that may have affected a power at the time of the event.

Manufacturer narrative:
D4- corrected serial number from blank no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) did not work during nighttime and an alarm with the yellow wrench icon alerted. The log file review captured multiple no external power alarms while the patient was on the mpu. This was caused by power to the mpu being briefly interrupted. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.